Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce balloon tts was used in the esophagus during an esophagogastroduodenoscopy (egd) preformed on a patient (procedure date, patient age, patient gender, and patient weight are unknown). According to the complaint, during the procedure, the balloon burst. No pieces of the balloon material detached inside the patient. It is unknown whether there were any sharp objects in the area of dilatation. The dilatation was completed with another maxforce balloon tts. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Patient age, gender and weight are unknown. Event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce balloon tts was used in the esophagus during an esophagogastroduodenoscopy (egd) preformed on a patient (procedure date, patient age, patient gender, and patient weight are unknown). According to the complaint, during the procedure, the balloon burst. No pieces of the balloon material detached inside the patient. It is unknown whether there were any sharp objects in the area of dilatation. The dilatation was completed with another maxforce balloon tts. There were no patient complications reported as a result of the event.